Manufacturer narrative:
D4: correction. D9: 28-jan-2026. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line-blocked alarm. The patient had disconnected the tubing from the infusion site, repositioned it, and reattached it before returning to sleep. It was found that the cannula housing had detached from the adhesive patch and fallen out, leaving the adhesive patch behind. The patient inserted a new cleo 90 infusion set and resumed insulin, but the glucose continued to rise. The patient removed that set and discovered the cannula was kinked. The event occurred while in use with a patient and there was no patient injury.